Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Noise and oversensing, as well as pacing not delivered when required, were also noted. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Noise and oversensing, as well as pacing not delivered when required, were also noted. This device remains implanted. No adverse patient effects were reported.